Event description:
The manufacturers representative reported a pump motor stall was confirmed per telemetry logs and roller study. A follow up report will be sent when additional information is received.